Event description:
It was reported that during an unknown procedure, the clips have overlapped and slipped as a result. No other details provided. No patient consequence reported.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Additional information was requested and the following was received: please clarify how the ¿clips have overlapped and slipped as a result.¿. Did device feed multiple clips at the same time? Did device feed clips sideways? Did device fire malformed clips? Did device fire scissored clips? Did device drop or eject clips? Did clips not hold on to tissue or vessel once placed? If other, please specify were there any patient consequences? If yes, please describe. The clips throw themselves over with both devices. The clips jump off from the tissue or can be easily removed (do not sit tight). We had to open several devices on one patient. The patient has lost a lot of blood.

Manufacturer narrative:
(B)(4). Date sent: 6/24/2022 investigation summary the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the er420 device was returned with no apparent damage, with a clip in the jaws. In addition, two malformed clips were returned inside a plastic bag. The device was tested for functionality. During the analysis, the device was cycled, and it fed, retained, and formed the remaining 10 clips as intended. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: the applier may be introduced through the appropriate diameter trocar sleeve with or without a clip in the jaw. The ratchet mechanism in the handle facilitates a one-way firing stroke and provides clip security in the jaws. Once the clip completely surrounds the vessel or tubular structure to be ligated and prior to starting the firing stroke, eliminate downward pressure so the structure to be ligated and the device jaws are pressure neutral to each other. This helps prevent the shifting of the clip position within the clip track and/or dislodgement. The event described could not be confirmed as no malformed clips were observed during testing, and the device performed without any difficulties noted. Although the returned clip was found to be malformed, no conclusion could be reached as to the cause of the clip malformation. No product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. D4